Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information after pocket closure this pacemaker was found to be in safety mode. The device was not able to be programmed. The pocket was reopened and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted signs of swelling on the device case in the area where the battery is housed. An attempt was made to interrogate the device; however, there was no telemetry and no pacing output. The device case was removed. The battery was removed and replaced with an external power supply. Visual inspection of the battery confirmed it was swollen. Firmware was uploaded to the device and testing was performed. No high current draws were noted. The battery itself was sent for analysis and a torn tube was identified. This was determined to be the root cause of the product performance issue.